Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci si hysterectomy with bilateral salpingo-oophorectomy for a pelvic mass, an enlarged uterus, atypical cells on endometrial biopsy, and unsatisfactory endometrial biopsy plus uterine fibroids on (B)(6) 2010. Intuitive surgical was provided with the operative report. Additional information provided includes: discharge summary from (B)(6) 2010, surgical pathology report (B)(6) 2010, history and physical (h&p) (B)(6) 2010, or report (B)(6) 2010 and the attorneys claim form. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. After placement of the uterine manipulator and development of a pneumoperitoneum through an open incision in the luq, all ports were placed under direct visualization. Then, the round ligaments were bilaterally sealed and divided, the bladder flap developed using sharp dissection, both ureters identified and the infundibulopelvic ligaments sealed and divided. Colpotomy was performed circumferentially onto the uterine manipulator cup and the specimen delivered transvaginally. Reapproximation of the vaginal cuff was performed with interrupted vicryl 0 figure-of-eight sutures. The patient was discharged home on (B)(6) 2010 after an uneventful postoperative course. On (B)(6) 2010, the patient underwent a cystoscopy and a retrograde insertion of a double-j-stent in the right ureter after she had presented with postoperative vaginal leakage of urine and an obstruction of the right ureter seen on an IV pyelogram. The intraoperative retrograde pyelogram revealed a narrowing of the distal 2-3cm of the right ureter with a fistula into the vagina. No additional information was provided after the date of this second intervention on (B)(6) 2010.

Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the post-operative complication(s) experienced by the patient. The operative report does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient's medical records indicate that the patient experienced post-operative complications after undergoing a da vinci si surgical procedure.